Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and there was no output with magnet application.